Event description:
It was reported to philips that the system could not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the fuse for the mpdu control board had blown. Fse replaced the fuse. After replacement, the system was returned to use in good working order.